Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Subsequently, a malfunction alarm occurred. The customer declined follow-up from tandem technical support to ensure a back-up insulin therapy was obtained. Customer¿s blood glucose level was 133 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.